Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-01088 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small). (2) MFR # for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak occurred. It was reported by the caller that the hemodynamic valve on the vizigo sheath failed- blood was leaking out the back. The sheath was replaced and the issue was resolved. It was also reported that mid-way through the case, the physician was attempting to re-insert the octaray catheter through the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the catheter was not able to be fully advanced. No back bleeding was noted at the valve. The physician noted that the catheter seemed to be getting stuck in the handle portion of the sheath. The ablation catheter was still able to be inserted. This was near the end of the procedure and the sheath was not replaced. The customer¿s reported issue of resistance with the second sheath is not MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Since there is insufficient information to distinguish which carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had the hemostatic valve leak and which had the resistance with the sheath the event will be reported against both carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 23-jun-2023, it was noticed incorrect information was inadvertently reported under section h10 of the 3500a supplemental (follow-up) medwatch report #1. Please consider this update: the incorrect text was "it was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a smartablate¿ irrigation tubing set and a tubing damage occurred during the procedure. It was reported that during the operation, the smartablate¿ irrigation tubing set was found damaged. A second device was used to complete the operation. There was no adverse event reported on patient." The correct text is "it was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak occurred. It was reported by the caller that the hemodynamic valve on the vizigo sheath failed- blood was leaking out the back. The sheath was replaced and the issue was resolved."

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a smartablate¿ irrigation tubing set and a tubing damage occurred during the procedure. It was reported that during the operation, the smartablate¿ irrigation tubing set was found damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).